Manufacturer narrative:
Correction: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, the pulse generator exhibited noise and was consistent with internally-generated noise. The noise was reproducible when the patient pressed their left hand down onto the right shoulder. A merlin @at home was requested to monitor the patient closely. The patient was stable.